Event description:
Healthcare professional (hcp) reports home pt (hp) with a transfer set leak in the twist clamp area. Hcp stated at the time of the reported incident, the hp was being treated for peritonitis; thus no add'l medical intervention was provided. The hp received a transfer set change. On 08/01/2000 the hp developed a fungal infection and the dialysis catheter was removed. The hp is currently on hemodialysis. Hcp unable to relate incident to the fungal infection or cause of peritonitis.